Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4).

Event description:
It was reported prior to a total knee arthroplasty procedure on (B)(6) 2013, it was discovered the battery oscillator was getting hot. The procedure was completed by utilizing a spare device. It was also reported there was no patient involvement when the event occurred. This report is for a battery oscillator. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative: device was received for evaluation. The customer's complaint that this device was getting hot could not be confirmed. The device was functionally tested and met all operational specifications. Placeholder.